Event description:
It was reported to philips that the device was unable to complete self testing. The customer requested that the device be returned for bench repair. There was no reported patient involvement / adverse event to the user.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified during lab tests. Chip resistor (B)(4) was open.